Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause is unknown.

Event description:
Medtronic received information that a patient experienced a stroke post onyx embolization. The patient had presented with slight disability (mrs 2 and nihss total score 1.) The patient underwent onyx embolization for an atrioventricular malformation (avm) located in the left temporal lobe. There were no issues with the onyx during the procedure. The patient was discharged the next day. Approximately four weeks post-embolization, the patient's nihss was 0 and mrs was 2. Approximately six weeks post-embolization, the patient experienced a severe stroke. It was last reported that the patient was hospitalized.

Manufacturer narrative:
Additional information received. Based on the reported information, the cause of death was the hemorrhage and the hypertension. Therefore, this event is likely related to the patient's underlying medical condition. However, it is unknown what caused the hemorrhage and the hypertension. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient expired as a result of hemorrhagic stroke and systemic hypertension. The death occurred approximately 1 year after the liquid embolic procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.